Manufacturer narrative:
Correction: h6 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: lf5644, lig dissector lf5644 sealer div 44cm (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that six hours postoperatively on laparoscopic duodenal switch, it was noted that during the initial procedure, the device had no regrasp alert but with end tone and energy delivery when used on short gastric vessels. The patient coded and was brought back to the operating room. The patient had severe bleeding and lost 2.5 liters of blood. Additional surgery was performed as intervention to control the bleeding. The nurse could not find the specific site of the bleed but all the blood was coming from the stomach area. The clots and blood were evacuated, the patient's stomach was packed and a hemostatic agent was used. The patient received two units of blood transfusion. Another device was used successfully with a different generator and showed no issues in any cases. The patient was in the intensive care unit (ICU) which extended the hospitalization. The patient was doing great and was walking around the hospital halls.